Event description:
The nurse reported in a letter, that it was observed that they cannot position the guide bush for the femoral-neck-screw correctly with this target device in a surgery. A replacement was available, so the surgeon could complete the surgery.

Manufacturer narrative:
Eval summary: no mfg faults found. The primary subject of the complaint problems with proximal locking could not be verified. Eval suggests that the reported event is not linked to a deficiency of the device, but rather related to an intra-operative deviation. However, a real cause could not be determined.